Event description:
Patient reported they experienced the events of ¿lump was found under armpit¿ and ¿one of the implants has started leaking" this relates to the right side. Breast implant remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump found under armpit and rupture.

Event description:
Patient reported they experienced the events of ¿lump was found under armpit¿ and ¿one of the implants has started leaking" this relates to the right side. Breast implant remains implanted.